Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location: uterus / right essure buried within the myometrium on the right side of the uterus, had perforated the uterus / malposition of essure in the right adnexa / failure to occlude fallopian tube"), device dislocation ("malposition of essure device - location of device: in fallopian tubes") and pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease. Concurrent conditions included acute hiv infection, diabetes, yeast infection (during her surgery) and coital bleeding. Concomitant products included ascorbic acid (vitamin c), glimepiride, metformin, omeprazole, ritonavir (norvir) and truvada. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 1 month 1 day after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On 20-jun-2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy ¿laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, nausea and fatigue outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered device dislocation, dysmenorrhoea, fatigue, menstrual disorder, nausea, pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion procedure: right ostia of the fallopian was identified and essure was placed without difficulty with 1 coil noted. The same was carried out on the left fallopian tube with 3 coils noted within the endometrial cavity. The plantiff underwent hysteroscopy, robotic assisted total laparoscopic hysterectomy, right salpingophorectomy, left salpingectomy, cystourethroscopy. There was no visualization of the essure device within the peritoneal cavity nor was the essure-device seen protruding from the uterus or any other adnexal structure. Presumption was that the right essure device was burled within the myometrium on the right side of the uterus. Specimens were sent to pathology with specific instructions to identify essure devices on left fallopian tube and in the right myometrium. Diagnostic results: on (B)(6) 2016, computerised tomogram shows the right essure coil migrated within either the tube or the uterus and on an unspecified date, fluoroscopy identify both essure devices within the pelvis right essure device was buried within the myometrium on the right side of the uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location: uterus / right essure buried within the myometrium on the right side of the uterus, had perforated the uterus / malposition of essure in the right adnexa / failure to occlude fallopian tube"), device dislocation ("malposition of essure device - location of device: in fallopian tubes, outside of the fallopian tubes") and pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease. Concurrent conditions included hiv disease since 1998, diabetes, yeast infection (during her surgery), coital bleeding and hepatitis c since 2000. Concomitant products included insulin aspart (novolog) since 2000 and insulin glargine (lantus) since 2000 for diabetes, paracetamol (acetaminophen) since (B)(6) 2015 for dysmenorrhea as well as amitriptyline from (B)(6) 2016 to (B)(6) 2016, ascorbic acid since 2000, calcium since 2000, desloratadine (clarinex) from (B)(6) 2016, emtricitabine;tenofovir disoproxil fumarate (truvada), fish oil since 2000, glimepiride since 2000, lisinopril from (B)(6) 2016, metformin since 2000, omeprazole since 2000 and ritonavir (norvir). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems conditions type: depression") and anxiety ("psychological or psychiatric problems conditions type: mental anguish"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, nausea, fatigue, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion procedure: right ostia of the fallopian was identified and essure was placed without difficulty with 1 coil noted. The same was carried out on the left fallopian tube with 3 coils noted within the endometrial cavity. The plaintiff underwent hysteroscopy, robotic assisted total laparoscopic hysterectomy, right salpingoophorectomy, left salpingectomy, cystourethroscopy. There was no visualization of the essure device within the peritoneal cavity nor was the essure-device seen protruding from the uterus or any other adnexal structure. Presumption was that the right essure device was burled within the myometrium on the right side of the uterus. Specimens were sent to pathology with specific instructions to identify essure devices on left fallopian tube and in the right myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: right essure coil migrated within either tube or the uterus and on an unspecified date, fluoroscopy identify both essure devices within the pelvis right essure device was buried within the myometrium on the right side of the uterus.. Hysterosalpingogram - on (B)(6) 2016: malposition of essure device, migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: plaintiff fact sheet received. Events added from pfs- abdominal pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location: uterus / right essure buried within the myometrium on the right side of the uterus, had perforated the uterus / malposition of essure in the right adnexa / failure to occlude fallopian tube"), device dislocation ("malposition of essure device - location of device: in fallopian tubes, outside of the fallopian tubes") and pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease. Concurrent conditions included hiv disease since 1998, diabetes, yeast infection (during her surgery), coital bleeding and hepatitis c since 2000. Concomitant products included insulin aspart (novolog) since 2000 and insulin glargine (lantus) since 2000 for diabetes as well as amitriptyline from (B)(6) 2016, ascorbic acid since 2000, calcium since 2000, desloratadine (clarinex) from (B)(6) 2016, emtricitabine;tenofovir disoproxil fumarate (truvada), fish oil since 2000, glimepiride since 2000, lisinopril from (B)(6) 2016, metformin since 2000, omeprazole since 2000, paracetamol (acetaminophen) since (B)(6) 2015 and ritonavir (norvir). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced nausea ("nausea"), 1 month 1 day after insertion of essure. In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (laproscopic hysterectomy with bilateral salpingectomy and unilateral oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, nausea, fatigue, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion procedure: right ostia of the fallopian was identified and essure was placed without difficulty with 1 coil noted. The same was carried out on the left fallopian tube with 3 coils noted within the endometrial cavity. The plantiff underwent hysteroscopy, robotic assisted total laparoscopic hysterectomy, right salpingophorectomy, left salpingectomy, cystourethroscopy. There was no visualization of the essure device within the peritoneal cavity nor was the essure-device seen protruding from the uterus or any other adnexal structure. Presumption was that the right essure device was burled within the myometrium on the right side of the uterus. Specimens were sent to pathology with specific instructions to identify essure devices on left fallopian tube and in the right myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: right essure coil migrated within either tube or the uterus and on an unspecified date, fluoroscopy identify both essure devices within the pelvis right essure device was buried within the myometrium on the right side of the uterus.. Hysterosalpingogram - on (B)(6) 2016: malposition of essure device, migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received : new events " abnormal bleeding (vaginal, menorrhagia)" were added. Onset date of events were updated. Concomitant drugs and lab data were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location: uterus / right essure buried within the myometrium on the right side of the uterus, had perforated the uterus / malposition of essure in the right adnexa / failure to occlude fallopian tube"), device dislocation ("malposition of essure device - location of device: in fallopian tubes") and pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease. Concurrent conditions included acute hiv infection, diabetes, yeast infection (during her surgery) and coital bleeding. Concomitant products included insulin aspart (novolog) and insulin glargine (lantus) for diabetes as well as ascorbic acid (vitamin c), glimepiride, metformin, omeprazole, ritonavir (norvir) and truvada. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 1 month 1 day after insertion of essure, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy ¿laparoscopic hysterectomy), surgery (bilateral salpingectomy ¿ laparoscopic hysterectomy) and surgery (bilateral salpingectomy ¿laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, nausea, fatigue, depression and anxiety outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fatigue, menstrual disorder, nausea, pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion procedure: right ostia of the fallopian was identified and essure was placed without difficulty with 1 coil noted. The same was carried out on the left fallopian tube with 3 coils noted within the endometrial cavity. The plantiff underwent hysteroscopy, robotic assisted total laparoscopic hysterectomy, right salpingophorectomy, left salpingectomy, cystourethroscopy. There was no visualization of the essure device within the peritoneal cavity nor was the essure-device seen protruding from the uterus or any other adnexal structure. Presumption was that the right essure device was burled within the myometrium on the right side of the uterus. Specimens were sent to pathology with specific instructions to identify essure devices on left fallopian tube and in the right myometrium. Diagnostic results: on (B)(6) 2016, computerised tomogram shows the right essure coil migrated within either the tube or the uterus and on an unspecified date, fluoroscopy identify both essure devices within the pelvis right essure device was buried within the myometrium on the right side of the uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: pfs received event " depression and mental anguish" were added. Concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location: uterus / right essure buried within the myometrium on the right side of the uterus, had perforated the uterus / malposition of essure in the right adnexa / failure to occlude fallopian tube"), device dislocation ("malposition of essure device - location of device: in fallopian tubes") and pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease. Concurrent conditions included acute hiv infection, diabetes, yeast infection (during her surgery) and coital bleeding. Concomitant products included ascorbic acid (vitamin c), glimepiride, metformin, omeprazole, ritonavir (norvir) and truvada. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 1 month 1 day after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy ¿laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, nausea and fatigue outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered device dislocation, dysmenorrhoea, fatigue, menstrual disorder, nausea, pelvic pain and uterine perforation to be related to essure. The reporter commented: insertion procedure: right ostia of the fallopian was identified and essure was placed without difficulty with 1 coil noted. The same was carried out on the left fallopian tube with 3 coils noted within the endometrial cavity. The plaintiff underwent hysteroscopy, robotic assisted total laparoscopic hysterectomy, right salpingoophorectomy, left salpingectomy, cystourethroscopy. There was no visualization of the essure device within the peritoneal cavity nor was the essure-device seen protruding from the uterus or any other adnexal structure. Presumption was that the right essure device was burled within the myometrium on the right side of the uterus. Specimens were sent to pathology with specific instructions to identify essure devices on left fallopian tube and in the right myometrium. Diagnostic results: on (B)(6) 2016, computerised tomogram shows the right essure coil migrated within either the tube or the uterus and on an unspecified date, fluoroscopy identify both essure devices within the pelvis right essure device was buried within the myometrium on the right side of the uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uterine perforation most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the events malposition of essure device location of device: in fallopian tubes, nausea, dysmenorrhea, fatigue added. Reporters,medical history,concurrent condition,lot number and concomitant medication added. She underwent a bilateral salpingectomy and laparoscopic hysterectomy. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location: uterus / right essure buried within the myometrium on the right side of the uterus, had perforated the uterus / malposition of essure in the right adnexa / failure to occlude fallopian tube'), device dislocation ('malposition of essure device - location of device: in fallopian tubes, outside of the fallopian tubes') and pelvic pain ('severe pelvic pain') in a 35-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease. Concurrent conditions included hepatitis c since 2000, hiv disease since 1998, diabetes, yeast infection (during her surgery) and coital bleeding. Concomitant products included insulin as part (novolog) since 2000 and insulin glargine (lantus) since 2000 for diabetes, paracetamol (acetaminophen) since (B)(6)2015 for dysmenorrhea as well as amitriptyline from (B)(6)2016 to (B)(6)2016, ascorbic acid since 2000, calcium since 2000, desloratadine (clarinex) from (B)(6)2016 to (B)(6)2016, emtricitabine;tenofovir disoproxil fumarate (truvada), fish oil since 2000, glimepiride since 2000, lisinopril from (B)(6)2016 to (B)(6)2016, metformin since 2000, omeprazole since 2000 and ritonavir (norvir). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2015, the patient experienced nausea ("nausea"). In (B)(6)2015, the patient experienced depression ("psychological or psychiatric problems conditions type: depression") and anxiety ("psychological or psychiatric problems conditions type: mental anguish"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laproscopic hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, nausea, fatigue, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion procedure: right ostia of the fallopian was identified and essure was placed without difficulty with 1 coil noted. The same was carried out on the left fallopian tube with 3 coils noted within the endometrial cavity. The plaintiff underwent hysteroscopy, robotic assisted total laparoscopic hysterectomy, right salpingophorectomy, left salpingectomy, cystourethroscopy. There was no visualization of the essure device within the peritoneal cavity nor was the essure-device seen protruding from the uterus or any other adnexal structure. Presumption was that the right essure device was burled within the myometrium on the right side of the uterus. Specimens were sent to pathology with specific instructions to identify essure devices on left fallopian tube and in the right myometrium. Patient received treatment for pain and migration . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2016: results: right essure coil migrated within either tube or the uterus and on an unspecified date, fluoroscopy identify both essure devices within the pelvis right essure device was buried within the myometrium on the right side of the uterus.. Hysterosalpingogram - on (B)(6)2016: malposition of essure device, migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uterine perforation. Batch no c35242 production date 2014-03-06 expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location: uterus / right essure buried within the myometrium on the right side of the uterus, had perforated the uterus / malposition of essure in the right adnexa / failure to occlude fallopian tube'), device dislocation ('malposition of essure device - location of device: in fallopian tubes, outside of the fallopian tubes') and pelvic pain ('severe pelvic pain') in a 35-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease. Concurrent conditions included hepatitis c since 2000, hiv disease since 1998, diabetes, yeast infection (during her surgery) and coital bleeding. Concomitant products included insulin aspart (novolog) since 2000 and insulin glargine (lantus) since 2000 for diabetes, paracetamol (acetaminophen) since september 2015 for dysmenorrhea as well as amitriptyline from (B)(6) 2016 to (B)(6) 2016, ascorbic acid since 2000, calcium since 2000, desloratadine (clarinex) from (B)(6) 2016 to (B)(6) 2016, emtricitabine;tenofovir disoproxil fumarate (truvada), fish oil since 2000, glimepiride since 2000, lisinopril from (B)(6) 2016 to (B)(6) 2016, metformin since 2000, omeprazole since 2000 and ritonavir (norvir). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems conditions type: depression") and anxiety ("psychological or psychiatric problems conditions type: mental anguish"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laproscopic hysterectomy with bilateral salpingectomy and unilateral oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, menstrual disorder, nausea, fatigue, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion procedure: right ostia of the fallopian was identified and essure was placed without difficulty with 1 coil noted. The same was carried out on the left fallopian tube with 3 coils noted within the endometrial cavity. The plantiff underwent hysteroscopy, robotic assisted total laparoscopic hysterectomy, right salpingophorectomy, left salpingectomy, cystourethroscopy. There was no visualization of the essure device within the peritoneal cavity nor was the essure-device seen protruding from the uterus or any other adnexal structure. Presumption was that the right essure device was burled within the myometrium on the right side of the uterus. Specimens were sent to pathology with specific instructions to identify essure devices on left fallopian tube and in the right myometrium. Patient received treatment for pain and migration diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: right essure coil migrated within either tube or the uterus and on an unspecified date, fluoroscopy identify both essure devices within the pelvis right essure device was buried within the myometrium on the right side of the uterus.. Hysterosalpingogram - on (B)(6) 2016: malposition of essure device, migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of event "pain and bleeding" were updated as recovered. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.